Event description:
The complainant reported that during a procedure, the catheter tip detached from the catheter tubing inside the patient. The tip was snared successfully. Another manufacture's catheter was placed and the procedure was completed. No harm or injury to the patient was reported. [This report is for 1 of 2 suspect devices. The other device is reported on MDR number 1628221-2009-00015].

Manufacturer narrative:
Device evaluation: the suspect catheter was returned for evaluation. The catheter was examined visually, and the complaint was confirmed. The catheter was in two pieces. One portion of the catheter was flattened and twisted. It appeared that the catheter had been twisted in half. The lot history was reviewed an no other complaints have been received relating to this event. It is noted that the patient had atherosclerosis and convolute iliac arteries which may have contributed to the device failure. Device history record was reviewed.